Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was below 240 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support educated the customer in regards to causes of occlusion alarms.